Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to myopotential oversensing via remote transmission. The patient was asymptomatic. Programming changes were discussed, but it is unlikely that the physician will make the changes. The patient will continue to be monitored.

Event description:
New information received notes that programming changes were made. When the patient presented with phrenic nerve stimulation on the lv lead, another instance of rv oversensing due to myopotential oversensing. The physician elected not to make any changes. There were no adverse events.